Event description:
This lead was implanted on on (B)(6) 2010 and capped on (B)(6) 2011 due to increasing pacing thresholds. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)